Event description:
Patient reported an infection at a vgo site on her left arm. Patient stated she was instructed to apply a topical over the counter antibiotic ointment to the vgo site. Patient stated the site was warm swollen and red. Patient reports that all symptoms resolved after 3 days after applying topical ointment. The patient indicated that her hcp has been asking patient to come in to the office for blood glucose management however she has not. The patient is no longer wearing vgo on her on arms she rotates vgo every 24 hours on her abdomen.